Manufacturer narrative:
A service quote was provided to the customer. As of this date, the customer has not responded and the cause of the reported issue has not been confirmed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a sound problem. The device was in clinical use at the time the issue was discovered. There was no report of patient harm.